Event description:
It was reported the patient experienced "new" pain symptoms. The system was explanted due to ineffective therapy. No further symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.